Event description:
It was reported that a urine leak occurred from the drain bag. Per additional information from the (B)(6) via email 31jan2020, only the catheter had been received and there was a crack confirmed on the catheter shaft about 1cm from the funnel bifurcation.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received. Visual evaluation noted a hole (0.0880") over the drainage lumen 0.4020" from the trifurcation. This is a failure per inspection procedure which states cuts in the lumens are not allowed. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this could be inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a urine leak occurred from the drain bag. Per additional information from the ibc via email 31jan2020, only the catheter had been received and there was a crack confirmed on the catheter shaft about 1cm from the funnel bifurcation.